Event description:
It was reported that (1) al326 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the clip applier jaws would not open. Another al326 was used to complete the case. There was no consequence to pt.